Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced an incisional thermal burn which required 3 sutures to seal. Additional information has been requested.

Manufacturer narrative:
The customer reported that the phaco handpiece was involved in a surgery where the patient received an incisional burn. Additional information was requested with none received. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).